Event description:
A report was made about a pump with several issues, including physical damage on the sides and back of the pump. There was no adverse impact to the customer's blood glucose level. The patient, currently out of warranty and in the process of renewal, declined further follow-up from customer technical support at this time, resulting in a lack of additional information about the situation.